Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated insulin occlusion alerts on an infusion set using contact detach steel tubing during breakfast, with initial troubleshooting off-body showing drops and no alert, followed by recurrence on-body that was resolved only after a full supply change; the user employs a fiasp prefilled cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event aligned with a lack of effect due to delivery interruption, with the specific device component not identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.